Event description:
It is reported by the nurse, that the clamp collar on the top of the flexible screw driver is missing.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary: product inquiry states the set screwdriver to be the subject product. No further associated products were reported. Review of the DHR revealed no discrepancies. During investigation no material, design or manufacturing related issues were found. The item was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured 2010) we pre-suppose that the set screwdriver had fulfilled its tasks in former surgeries as intended. The investigation revealed that the clamping function of the g3 set screwdriver is not given due to a missing clamping ring at the tip of the hexagon. Furthermore, the edges at the groove (intended position of c-ring) of the hexagon show clear material deformation. As reported it was detected after sterilization and no issue was reported during medical procedure. Due to the missing component a more precise investigation is not possible. As confirmed the c-ring was found missing after sterilization. Thus, it could be assumed that it was removed during reprocessing at the user site. Nevertheless, the exact root cause of the reported event could not be determined. The issue is regarded as not device related but rather attributed to an insufficient user handling at user site. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse, that the clamp collar on the top of the flexible screw driver is missing.